Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/28/2025, a sales representative reported via (B)(4) that an ar-300b burr is not seating in place. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-300b, burr attachment 2.35 mm. Serial: (B)(6), was received for evaluation. Visual inspection under a magnifier, noted a broken clamping system in the drive shaft. Functional testing revealed that a burr would not advance through the shaft. Functional testing revealed that the device would not hold a burr in place when it was in the 'lock' position. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion.